Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for multiple sclerosis and intractable spasticity. It was reported that sometimes when they went to give themself a bolus, it would start connecting and then it would it take about 4-5 minutes to connect. The patient also stated sometimes they would see a message that it timed out or whatever it said and they couldn't remember what it said then it finally operated, but sometimes they felt like they haven't even pushed the deliver bolus sign and it went bolus given. An agent reviewed with the patient to close out of the application after giving themself a bolus to give the application a chance to reset. The agent walked the patient through clearing the data in the app and the patient was able to connect to their pump with no issues. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: event date was asked but is not known. Please see b5 for approximate date range, if applicable. D10: section d references the main component of the system. Other medical products in use during the event include: product ID: hh90t01, serial: (B)(6), product type: 2201-mobile platform product ID: a820, product type: software, software version: 2.0.1700 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.